Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
Upon investigation, it was identified the implant was fractured at the collar region.

Manufacturer narrative:
Zimmer biomet (B)(4). Dob unknown. Weight unknown. Reporters title unknown. Additional 510k# k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant tsvwb13 in tooth #35 was removed due to infection and bone loss. Inflammation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw vent tsvwb13 was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with debris on the external threads of the implant. Device history record (DHR) review was completed for the subject lot number 0508090. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (0508090) was performed for similar events and no other similar complaint was identified. Therefore, based on the available information, device malfunction has occurred with fracture identified. However, infection the events are non-verifiable with the information available.